Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump touchscreen was unreadable. Reportedly, the screen was completely black, without any graphics or text. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.